Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The RMA was authorized, but was not received. Thus, no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was issued for sensor replacement. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6)2023, on day 5 of sensor life. No adverse events were associated with this complaint.